Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
From one day to the next the user couldn't hear anything with the device. It was also reported that since activation the recipient said hearing impression was not as good as he was used to (unaided) and that everything sounded "metallic".

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
From one day to the next the recipient couldn't hear anything with the device. There is no report of accident or trauma. There was no changes in health or medication. The recipient was re-implanted on (B)(6) 2019.